Event description:
Customer's mother called to report that customer had been hospitalized due to high blood glucose levels. Mother states that pump gave no delivery alarms prior to the hospitalization. Found that customer had not changed the infusion set for 4 days, despite getting the no delivery alarms. Troubleshooting was done and pump passed all tests. Pump appeared to be working as desgined.